Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not uploaded. The ventilator was investigated on-site by our field service engineer (fse) and found out that the o2 gas module's nozzle units was defective and required replacement. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # brand name, # version or model # and # unique identifier (UDI) # were required. Brand name - previous brand name: servo-s, corrected brand name: servo-s base unit version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).